Event description:
It was reported that a female patient who underwent breast surgery with two unspecified saline breast implants experienced bilateral deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 375cc mentor smooth round moderate profile saline breast implants on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After further review of file, mentor became aware that patient's impacted devices are two unspecified gel breast implants. Due to reporting country and product, this device was manufactured in leiden, netherlands. The mentor leiden gel breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Adverse events that involve these devices would not need to be reported as MDR. Therefore, no further reports will be submitted. Manufacturer¿s reference number: (B)(4) relevant d and g fields have been updated. Manufacturer site fax (B)(4), manufacturer site phone (B)(4), manufacturer site postal code 2333 cl.